Event description:
Surgeon noted that plasmablade 3.0s was not coagulating to his satisfaction. Coagulation button depressed, activation tone sounding, but the ability of the device to coagulate was reduced as the procedure continued. Surgeon was able to utilize this device to complete the surgery.

Manufacturer narrative:
Device involved in the incident discarded upon completion of the procedure. Therefore, direct product analysis unable to be completed.